Event description:
It was reported during the implant procedure, that the lead was not implanted as the helix would not retract after many attempts. A new lead was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The visual inspection showed that the lead was stretched, the proximal conductor was distorted and blood was noted in the helix mechanism.